Event description:
The coroner reported that the patient expired. A partial autopsy was performed - final results are still pending. Preliminary results indicate that the patient expired due to "enlarged heart and pericarditis". Toxicology tests revealed "non-lethal levels of oxycodone and diazepam". Toxicology of the cerebrospinal fluid was not performed. The patient was receiving morphine and bupivicaine via the pump. The pump was last filled in 2006 with no evidence of pump malfunction. A follow-up report will be sent if additional information becomes available.